Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.

Event description:
The device was flagged on home monitoring for low impedance, low sensing amplitude, and increased thresholds (safety margin not maintained). Recordings show noise on the rv channel, which has led to multiple vf detections. Previously, the physician has x-rayed the system and could not ascertain an insulation issue. Representative alerted physician to noise and out of range test measurements. The device remains implanted.